Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the ins cannot be charged and received an image showing screen 49. It was reported when the charger plugged in, the patient felt stimulator turn off due to low battery and when they tried to charge, it was giving a message prompting to charge. An additional report stated that the patient screen number was 41. The patient was reviewed to remove the recharger and reboot controller, turn on and then connect recharger. It was reported the patient has very high energy settings, needs to be charged daily. The patient reported that the controller is 70% charged, but the ins is low battery. The patient reported that when they plugged the recharger into the controller, it does not bring up the charging screen and when they tapped on the batteries icon, it does not bring on the controller screen. It was reported that the controller has been reset twice. The patient reported that they were seeing both green light on the led screen of the controller and the power supply has green light. It was reported that when the recharger is plugged in, screen 13, connect the recharger screen appears, and controller is not recognizing the recharger. No patient complications have been reported because of this event. Additional information was received from the patient on august 02, 2019. Patient reported events mentioned before. Patient reported they had problems charging their ins and indicated they had met with health care provider and manufacturer representative who felt their ins and indicated that recharging issues may be due to ins being slightly turned. It was reported a new rtm was sent to the patient.